Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, carriage block assembly, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, actuator knob, and lower housing. Performed calibration. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the carriage assembly - tube drive bent. A review of the device history record showed the device had a manufacture date of 16 feb 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the preventive maintenance failed for pressure force accuracy and will not calibrate. There was no patient involvement.

Event description:
It was reported that the preventive maintenance failed for pressure force accuracy and will not calibrate. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, carriage block assembly, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, actuator knob, and lower housing. Performed calibration. A review of the device history record showed the device had a manufacture date of 16 feb 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the carriage assembly - tube drive bent. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2018-0161 for iui's.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the preventive maintenance failed for pressure force accuracy and will not calibrate. There was no patient involvement.